Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "large cell anaplastic lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side with "large cell anaplastic lymphoma." Pathological markers have not been provided. Device status is unknown.